Manufacturer narrative:
Irn#: (B)(4). Complaint took place in (B)(6). All codes must be filled in for the first declaration, although codes b, c and d were not previously required for the first declaration. Otherwise, the packing of the parcels will not work. These codes with descriptions are only placeholders so that the document can be packed and uploaded to the webtrader! They may change again in the subsequent fu1 with the determined final inspection results! At the time of the complaint, the affected failure pattern has not yet been sent in for examination. The current processing status does not yet include the complete analysis and test results, which will be transmitted with the subsequent fu1.

Event description:
Irn#: (B)(4). Incident occurred in (B)(6): translation into gb: infiltration catheter placed subcutaneously for an intercostal block at the end of the procedure on (B)(6) 2024 with no problems. During removal, the catheter's metal wire became uncoiled and partially detached from the catheter. Control x-ray performed; no visualization of material left in the site. Original text (f): cathéter d'infiltration posé en sous cutané pour un bloc intercostal en fin d'intervention le on (B)(6) 2024 sans problème. Lors du retrait, le fil métal du cathéter s'est déspiralé et désolidarisé en partie du cathéter. Radiographie de contrôle faite, pas de visualisation de matériel laissé dans le site.

Manufacturer narrative:
Irn#: (B)(4). Complaint took place in france. The b- and c -code has been changed/adjusted in this fu1 report compared to the intial report. These have resulted from the submitted failure pattern. Based on clinical assessment and risk assessment this case is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn#: (B)(4). Incident occurred in france: translation into gb: infiltration catheter placed subcutaneously for an intercostal block at the end of the procedure on (B)(6) 2024 with no problems. During removal, the catheter's metal wire became uncoiled and partially detached from the catheter. Control x-ray performed; no visualization of material left in the site. Original text (f): cathéter d'infiltration posé en sous cutané pour un bloc intercostal en fin d'intervention le 31/10/2024 sans problème. Lors du retrait, le fil métal du cathéter s'est déspiralé et désolidarisé en partie du cathéter. Radiographie de contrôle faite, pas de visualisation de matériel laissé dans le site.